Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl, clonidine, and katamine (concentrations and doses unknown) via an implanted pump for spinal pain. On (B)(6) 2018, the patient presented to the emergency room (ER) with symptoms of overdose. The pump physician had been called, but the office was closed and there was no one on call/emergency contact information. The patient reported feeling like she was getting too much medicine and had increased confusion, was sleepy and tired, had hypotension, and pin point pupils. The pump was last refilled in february. The emergency procedure to stop therapy by emptying reservoir was faxed and reviewed magnet use temporarily, reviewed alarms, and provided contact number if local rep needed to be paged. The physician did not know any dosing information. No further complications were reported/anticipated or expected.